Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 1 false positive sofia sars result for 1 nursing home patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed negative through pcr testing and that sample collection for both tests were performed during the same visit.